Event description:
On 8/23/95 at 11:25 am., pt's blood pressure of 160/100 progressively increased & dr ordered an emergency c-section which was performed at 1:20 pm. During delivery, oral intubation via visualized cords was attempted but unable to ventilate by bag. No co2 was ready, so et was pulled out, they worked a mask vent/oxygenation with difficulty. 02 saturation 80-90%, oral intubation but difficult to bag manually. Changed bag with good air entry. Viable male infant delivered weighing 6lbs., 5.4 oz, apgars 7/8. O2 was given to infant's face & gastric lavage obtained 5-10ml from his stomach. He was transferred to imcu at 1:40 pm.